Event description:
Additional information received from a consumer reported the loss of therapy had been resolved. The patient had some shaking in their arm so they checked the status of their implantable neurostimulators (ins). One of the ins was found to be off so it was turned back on. Since then, the patient has had no problems.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0llna, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40 lot# va0llna, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a loss of therapy and stimulation. The patient was feeling a little off the day prior to this report. The patient's wife used the patient programmer to connect with the implantable neurostimulator (ins) by pressing the sync button and then the ins power button. The ins was found to be off. The ins was able to be turned back on and the issue was resolved.